Manufacturer narrative:
Product ID: 8709sc, serial# (B)(4), implanted: (B)(6) 2007, explanted: (B)(6) 2009, product type: catheter. (B)(4).

Event description:
It was reported that the patient had the intrathecal portion of his catheter replaced. The patient had presented with increasing pain, despite bolus therapy. It was reported that the event had resolved without sequela. About three weeks later, it was reported that there had also been catheter tip fibrosis that was found during a catheter access port contrast study. One week after that, it was reported that the patient had also had irritation from the medication. Additionally, there had been difficulty aspirating the side-port of the pump. The drugs used in this system were sufenta and bupivacaine.